Event description:
It was reported that the implantable cardioverter defibrillator exhibited myopotential oversensing. After consideration, it was noted that it was due to a coughing spell and it only happened when the patient had covid. No intervention was performed. The patient was in stable condition.